Event description:
According to the reporter, after an esophageal procedure, data from the receiver could not be extracted. It is unknown at this time if a repeat procedure will be required due to the alleged device malfunction. Her last known status is that she is fine. The patient did not volunteer any complaints of injury or harm during their last conversation. The receiver will be returned for evaluation. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary the device recorder was received for evaluation and investigated visually for external damage. Calibrate was performed with the capsule simulator and transmission test was successful. A 24 hour test was performed and the study data was downloaded successfully. Per the condition in which the device was received, the device recorder seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.